Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I accidentally drank a glass of water with a pill inside [accidental device ingestion] discomfort in my esophagus [esophageal discomfort] case description: on (B)(6) 2024 a spontaneous case was reported in spain by a patient via call center representative (phone). The report concerns a female consumer. The consumer received corega ortodoncias and ferulas (nan+napc+potm+taed tablet)) (batch number and expiry date: unknown) via oral for indication product used for unknown indication. No concomitant medications were reported. On (B)(6) 2024, after an unknown time of starting corega ortodoncias and ferulas, the consumer experienced a serious -medically significant event. 'I accidentally drank a glass of water with a pill inside' (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On (B)(6) 2024, the consumer experienced a non-serious even.'discomfort in my esophagus', (preferred term: oesophageal discomfort). The outcome of the event oesophageal discomfort was unknown. No medical history was reported. No drug history was reported. The action(s) taken were: for corega ortodoncias and ferulas was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality was reported as not reported/ not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I accidentally drank a glass of water with a corega orthodontics and ferulas cleaning tablets inside. What should I do? I went to the doctor, and he told me that he doesn't know the product. I took it 1 hour ago and only felt discomfort in my esophagus.".